Event description:
It was reported that high capture threshold was observed on the device during implant. The device could not be retrieved with the retrieval catheter. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.